Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. The physician stated the ipg was shallow and the patient complained she feels pain at the site. Surgical intervention may be taken to address the issue.

Event description:
Additional information obtained identified the patient did undergo surgical intervention and had the ipg location moved on (B)(6) 2017. The patient was reportedly doing fine postoperative.